Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2014, the patient underwent a right knee total revision due to multiple issues involving an unknown manufacturer knee system. Depuy products and cement were used during the operation. The surgeon noted while implanting the tibial component the creation of a small crack anterior medial in the tibia. It was less than a millimeter. It was extremely stable and did not require fixation or intervention. On (B)(6) 2021, the patient underwent a right knee revision with removal of right total knee implants, all components, complete synovectomy and aggressive debridement, and placement of temporary antibiotic loaded spacer containing gentamicin and vancomycin antibiotic to address recurrent infection. The surgeon noted the removal of fibrous tissue. It is noted the patient also had a left knee arthroplasty of unknown manufacturer products placed in 2014 with no issues.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review conducted previously on legacy complaint (B)(4), found no deviations or anomalies. H10 additional narrative:

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee to address infection date of implantation: (B)(6) 2014, date of revision #1: (B)(6) 2020 (tibial insert) date of revision #2: (B)(6) 2021 (right knee). Treatment: all products explanted, with placement of an antibiotic spacer (stage one of two part revision).